Event description:
S/p CABG x4, maze procedure and repair of the mitral valve. On post op day one, in the sicu, the intraaortic balloon pump was noted to have blood in the tubing. Patient returned to the or due to the serious concern for intraaortic balloon pump rupture. Patient underwent a right femoral artery exploration and removal of the intraaortic balloon pump.